Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump was not annunciating audible sounds although volume settings were set to "high". Customer's blood glucose was 57 mg/dl. A system check was performed and pump was found to be working as intended.